Manufacturer narrative:
System updates pending. Results: known inherent risk of procedure. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the severe aortic stenosis of the valve 3 years and 11 months post implant cannot be confirmed, but may be related to patient co-morbidities and the progression of pre-existing disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by our affiliate in (B)(4), a 23mm sapien xt valve was implanted with 1ml less than nominal volume via the transfemoral approach. At the time of tavr discharge, echo showed a vmax of 3.2 m/s and a mean gradient of 24 mmhg. Three (3) years and 11 months post implant of the valve, severe aortic stenosis of the valve due to calcification was observed. Echo showed a vmax of 4.9 m/s and a mean gradient of 57 mmhg. CT revealed leaflet thickening and worsening mobility of the valve leaflets, which was thought to be aortic stenosis. Treatment is being discussed. The native annular diameter measured 18.0mm by tte with a valve area of 338mm2. Moderate valvular calcification and mild aortic root calcification was reported at the time of the tavr procedure.

Manufacturer narrative:
Reference CAPA- (B)(4).

Manufacturer narrative:
Additional information received indicated a valve in valve procedure was performed. A 23mm non-edwards valve was implanted in the existing sapien xt valve. No further information is available at this time.

Manufacturer narrative:
As reported by our affiliate in (B)(6) and through an article, this case was mentioned in the article ¿early outcomes of transcatheter aortic valve implantation for degenerated aortic bioprosthesis in (B)(6) patients: insights from the aortic viv study". The article reports a single-center, non-comparative study of aortic valve-in-valve procedures involving degenerated stented bioprosthesis, stent-less bioprosthesis, or thv. According to the article, a 23mm sapien xt valve which was implanted via transfemoral tavr procedure was found to be stenosed 3 years 9 months later. A 23mm corevalve evolut r (medtronic) was implanted during a valve in valve procedure. The procedure was successfully completed and no complication was reported. Reference for article: yamashita, k., et al. (2019). Early outcomes of transcatheter aortic valve implantation for degenerated aortic bioprostheses in (B)(6) patients: insights from the aortic viv study. General thoracis and cardiovascular surgery. Retrieved from: https://www.ncbi.nlm.nih.gov/pubmed/31054145.

Manufacturer narrative:
Additional information reported through the japanese post-marketing surveillance reporting system indicated the corrected date of the event was (B)(6) 2017. Additionally, prior to the valve in valve procedure, the patient experienced lightheadedness and syncope due to deterioration of the sapien xt valve.